Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) began to emit beep tones for having reached an eri (elective replacement indicator ) battery status. Guidant received additional information in august 2004, that the physician was dissatisfied with the longevity of the device.